Event description:
In 2005, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the device migrated distally. In 2007, a second gore tag thoracic endoprosthesis was implanted and the initial device migration was successfully repaired.

Manufacturer narrative:
The device remains functioning in the pt. Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2007, a second gore tag thoracic endoprosthesis (lot#2894820) was implanted.